Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a allergic reaction under the lifevest equipment. The patient described the area as a red a swollen rash/allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed fenistil and cortisol 10mg for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as a red a swollen rash/allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed fenistil and cortisol 10mg for the skin irritation. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as a red a swollen rash/allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed fenistil and cortisol 10mg for the skin irritation. Follow up indicated that the skin irritation improved.